Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. The available daily insulin totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range and delivering accurately. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no issues. The complaint was unable to be duplicated due to the pump information from the date of the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient was having higher than expected blood glucose values. The reporter was unable to provide specific values, or any related symptoms of hyperglycemia. The alleged issues does not meet the criteria for an adverse event. This complaint is being reported because it was not resolved at the time of the call.